Manufacturer narrative:
The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-03214. Related manufacturer reference number: 2017865-2024-03216. Related manufacturer reference number: 2017865-2024-00462. It was reported that the patient presented in the emergency room for an unrelated issue. During device interrogation, it was noted that the right atrial lead was dislodged which is suspected to be due to the patient's size and physical activity. When the pocket was opened for revision, there was a purulent drainage. The right atrial lead was explanted and replaced. The pacemaker, right ventricular and left ventricular lead remains implanted. The patient was in stable condition.